Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An operating room manager reported that several surgeon had frequent corneal ulcers with two different systems. Additional information has been requested but not received to date. There are two medical device reports being filed for this event. This report is for the second system.